Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. It was indicated that the reaction was located under the sensor patch and included redness and itching. The affected site was treated with hydrocortisone creme that was previously prescribed for a cgm related irritation. At the time of the event, it was reported that the patient was no longer experiencing a skin reaction at the insertion site. No additional event or patient information was provided.